Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient spoke with their healthcare provider and they stated their ins battery life had expired and was no longer operating. The patient stated their battery life had been dying off and further explained that it would only last about 2 days. They would then get a strange sensations and the device would shut down. They had recently had an epidural and their healthcare provider stated the ins would most likely need to be replaced. The patient was still able to connect with their recharger, however they noticed around october 6th the patient programmer no longer turned on even with new batteries. The patient was redirected to their healthcare provider.